Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager had fallen off, as the adhesive was not holding the unit securely in place. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2026, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the smart remote manager had fallen off. The field service engineer (fse) re-glued the smart remote manager to the refrigerator. Storage space recovery was performed, and the customer tested the system successfully. The system functioned as intended after field service engineer repaired the device.